Manufacturer narrative:
(B)(4). Additional information: batch # m53j49. Additional information was requested and the following was obtained: was the staple line complete? Yes. Did the device cut? Yes. If the device cut, was the cut line complete? Yes. On which firing did the even occur?- it was reported that it made a weird noise on the first firing and the stole line wasn't 100% perfect, but they tried a second reload and it did the same thing. This is when they decided to open a new gun. What color cartridge was being used? I do not know. Was the cartridge gst? Yes. How was the area were the malformed staples repaired? No. Was a leak test done? I do not know. Was buttressing used? If yes, what type? Peri strips from baxter. Was there visual damage to the cartridge? I do not know the analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no unusual strange noises were heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a duodenal switch procedure; during the first few firings on the stomach, the gun fired but made a very strange noise and the staples were not well formed. First assist commented that it almost seemed as if it was ¿off track¿. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no unusual strange noises were heard during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.